Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient had infection starting at the ipg site and traveled up to the leads. Surgical intervention was undertaken wherein the entire system was explanted and the infection was treated with IV antibiotics. Patient was also given oral antibiotics.

Manufacturer narrative:
The entire system was explanted; however, no explanted products were returned for analysis. The infection was treated with IV antibiotics. Patient was also given oral antibiotics. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.